Manufacturer narrative:
The field service engineer decontaminated the sample and reagent probes. The gear pump and cuvette washing were adjusted. The photometer lamp and reaction cells were replaced. Calibration and controls were within range. Patient samples recovered ok. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a microalbumin value of 19.62 mg/dl and repeated as 0.67 mg/dl. The second sample initially resulted in a microalbumin value of 38.12 mg/dl on (B)(6) 2022 and repeated as 8.01 mg/dl on (B)(6) 2022. The microalbumin reagent lot number was 56089601, with an expiration date of 30-apr-2023.